Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a crack was observed on the lens. During the replacement of the lens the posterior capsule was ruptured as a result the patient was transferred to another hospital to perform vitrectomy. The lens was removed in the same procedure and there was no effect on the patient's vision. Additional information has been requested.